Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A physician reported that during several intraocular lens implant (iol) procedures, lenses were damaged, wasted, not inserted in the eye. Additional information was requested.

Manufacturer narrative:
Product evaluation: the product was not returned. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the directions for use (dfu). A non-qualified viscoelastic was used in the device. As stated in the dfu, only qualified viscoelastics must be used in conjunction with the device. All other viscoelastics are not qualified for use. The manufacturer internal reference number is: (B)(4).